Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the co2 port on this defibrillator was broken and pushed inside the device. There was no pt involvement.